Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that the time was manually changed from (B)(6) 2014 10:59 pm to (B)(6) 2014 10:59 am. The total daily dosage history shows a date change from (B)(6) 2014. There was no data in the black box from this time due to continued use of the pump. The pump maintained time accurately during a five day duration test. When the pump was left without power for one hour the time and date had returned to the default time and date. The pump case was removed and the internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the display was dim and the display text was discolored. The complaint that the pump time and date was resetting to the default time and date while the pump was running was not able to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the time and date had reset. It was noted that the time and date was not resetting after removing and reinserting the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.